Event description:
It was reported by service report that the bed was unable to transmit a nurse call or bed exit alarm signal from the bed to a remote nurse station. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Communications cord.